Event description:
It was reported that during the flx pro left atrial appendage closure (laac) procedure versacross connect laac access solution kit was selected for use. It has been mentioned that during the procedure the baylis dilator was being loaded over the proximal end of the wire. Both wires delaminated from the proximal tip. Another baylis wire was used for the procedure, without issue. No patient complications have been reported. The product is expected to be returned.